Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('tried to remove it and broke it off and left the remaining portion in my uterus') and embedded device ('it was embedded in my uterus') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dysmenorrhoea ("pain while on period/ cramping") and pelvic pain ("severe pain"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the device breakage, embedded device, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered device breakage, dysmenorrhoea, embedded device and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, device breakage, pelvic pain, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media content received: event " pain while on period, severe pain " was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('tried to remove it and broke it off and left the remaining portion in my uterus') and embedded device ('it was embedded in my uterus') in a female patient who had essure inserted for female sterilisation. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, device breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('tried to remove it and broke it off and left the remaining portion in my uterus') and embedded device ('it was embedded in my uterus') in a female patient who had essure inserted for female sterilisation. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2018. At the time of the report, the device breakage and embedded device outcome was unknown. The reporter considered device breakage and embedded device to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: embedded device, device breakage. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.